Manufacturer narrative:
Combined report. Block h6: impact code: f1001 is being used to capture the reportable event of absent of treatment.

Event description:
It was reported to boston scientific corporation that a x-tack endoscopic helix tacking system (160cm) was used during an esophagogastroduodenoscopy (egd) for a fistula closure procedure performed on (B)(6) 2024. During the procedure, the x-tack system broke the suture. The physician at this point decided it was best for the patient, to just let the fistula heal on its own. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.